Event description:
Customer's mother reported hospitalization due to low blood glucose. The blood glucose reading was 35 mg/dl at the time of hospitalization. The perceived cause of the low blood glucose was unknown. Customer states that the drive support cap appears normal. The time and date, basal rates, bolus and reservoir history all appear to be accurate. Furthermore, customer states that there is no indication that the pump delivered excess insulin. Customer's last blood glucose reading was 105 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. Pump was received with a cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window, scratched reservoir tube window and missing end cap sticker.